Event description:
In 2004, the pt contacted lifescan alleging that their one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) spoke with the pt. The pt has had the reported meter since 2001. Until the time of concernh in 2004, they had no problems with the meter. They take insulin by sliding scale based on the meter results. They obtained a result of 389 mg/dl on the meter at 11:22 am, while feeling "fine." They took humulin insulin 20 units and regular insulin 7 units. At 3:00 pm they obtained a result of 388 mg/dl, while feeling no symptoms of high or low blood glucose level. They took "a small dose" of regular insulin; they didn't recall the exact dose. About 1 hour later, during supper, they almost fainted and were sweating and shaking. They tested with their meter and obtained a result of 109 mg/dl. They drank 20 ounces of coca cola and family member called emergency medical technician. Emergency medical technician arrived within 2 minutes; a result of 57 mg/dl was obtained on the emergency medical techncian meter. Emergency medical technician gave pt glucose gel orally and started an IV. Emergency medical technician transported pt to the hosp ER. Pt didn't recall any blood glucose results obtained in the ER. Pt was treated with IV fluid in the ER and released to home 4 hours later. The ER physician told pt that their blood glucose level was normal at the time of discharge. The customer care rep (ccr) confirmed that the meter was coded with the correct test strip calibration code, the test strips were not expired, and had been stored correctly. The pt stated that they receive new test strips every 3 months from a medical supply co. They stated, "their strips are never expired." A control solution test was not conducted, as the control solution was expired. The pt took insulin, as usual, based on their meter results. There is an indication that the meter was reading inaccurately high, as evidenced by the normal blood glucose result obtained while the pt was experiencing symptoms of hypoglycemia. There is an indication that the meter contributed to the pt experiencing injury and medical intervention and the case meets the criteria for a medical device reportable. The meter and control solution were replaced.